Manufacturer narrative:
(B)(4). There was patient involvement, but there was no report of patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with no power going to pump. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with no power going to the pump was confirmed during product evaluation. This condition was caused by a faulty power supply printed circuit board on channel a. The power supply printed circuit board on channel a was replaced to correct this condition. This involved a colleague p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed this device was not serviced prior to this event. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Should additional information be received, a follow-up medwatch will be submitted.